Manufacturer narrative:
The cadiere forceps instrument was received and failure analysis found the instrument to have a broken grip at the grip base. A piece was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The instrument was also found to have a frayed grip cable (open) at the grip base. Some wires were broken, but the cable itself was not fully broke. There was no corrosion or contamination observed on the cable. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy procedure, the cadiere forceps instrument had a jaw fracture. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically. The customer was able to complete the procedure using a backup cadiere forceps instrument.